Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 02:21:48. During night drain cycle three, the patient's ultrafiltration reading was 1029ml, indicating the home patient (hp) drained 1029ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria." No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. If any additional information is received, a follow-up will be sent.